Manufacturer narrative:
Product ID: neu_unknown_lead, product type lead. (B)(4).

Event description:
It was reported that a patient experienced a loss of stimulation sensation. It was stated that the patient was listening to the radio when he felt a "surge" in his calf. He turned the stimulation off then back on, and he was not able to feel any stimulation since then. Stimulation was for his lower back and bilateral leg pain. All the impedances were tested and all measurements were "normal". The patient was reprogrammed and stimulation was turned up to 10v, but the patient could "barely feel stimulation at the inside of both feet to the foot area". Tried another program at 10v, no stimulation was felt. Further information has been requested. If more information becomes available, a follow up report will be sent.

Event description:
Additional information was received which reported that some programming changes were made. The patient was receiving good therapy and was very happy with the changes.